Manufacturer narrative:
Device is a combination product. (B)(4). Promus premier ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Strut rows 8-16 from the distal end of the stent were damaged and deformed. The remainder of the stent was undamaged. The crimped stent od(outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified multiple kinks along the full catheter length. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The device was returned with the pigtail mandrel which was inserted too far into the tip causing damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-jul-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The >90% stenosed, de novo target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). After engaging the lesion with a 6fr lbu guide catheter, a non-bsc guide wire was advanced to the target lesion. Pre-dilatation was then performed with 2x10 and 2.5x15mm balloon catheters and a 32 x 2.50 promus premier¿ stent was advanced but failed to cross despite multiple attempts. The procedure was completed with a smaller 2.50x28mm promus element ¿ drug eluting stent was advanced but also failed to cross the lesion. The procedure was then completed with a plain old balloon angioplasty (poba) only. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damaged.